Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified mid diagonal coronary artery. A 2.25 x 28 mm multilink 8 stent delivery system failed to cross the lesion. During an attempt to implant the stent, the shaft broke. The procedure was successfully completed with a non-abbott stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of manufacture changed from 1/11/2018 to 11/27/2017.

Manufacturer narrative:
(B)(4). Date of event: date of occurrence changed from an estimated date of (B)(6) 2017 to (B)(6) 2017. Type of reportable event changed from malfunction to serious injury. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, it was reported that the shaft broke at the distal portion into two pieces. The failure to cross with the device was due to the anatomy. A snare device was used to retrieve the broken device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.